Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer tried doing transducer calibration and found out that turbine differential pressure calibration is failing at 0 cmh20. Additionally, the customer cross checked main pcb and the problem was solved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed vent inop, motor fault, circuit occlusion and low. The customer confirmed that there was no patient harm associated with the reported event.